Event description:
It was reported that there was foreign material inside the sterile packaging.

Manufacturer narrative:
Alleged failure: when package was opened it was noted that it looked dirty. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the inner blade was removed or slightly moved from the housing and pushed back inside the housing. The improper cleaning process, excess grease applied. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material inside the sterile packaging.